Event description:
A trilogy ev300 ventilator was returned to a service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, upon initial inspection of device, failed in system setup test. The technician recommended replacing the trilogy ev300 3-way solenoid and proportional valve (active exhalation control module) to address the issue. Fco86600081 follow up repair to be handled by an authorized service provider.